Event description:
Following an adiana procedure for permanent contraception on (B)(6) 2011, the pt had a hysterosalpingogram (hsg) sometime in (B)(6) 2011, which confirmed bilateral tubal occlusion. Also in (b)(60 2011, the pt had a "twin tubal ectopic pregnancy". Treatment is unk. On (B)(6) 2012, the physician's nurse reported the pt was last seen in the office on (B)(6) 2012 and "is in good health and doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the adiana generator not provided by the complainant. (B)(4): pregnancy post permanent contraceptive procedure. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) boxed warning: as with any tubal occlusion procedure, there is a risk of ectopic pregnancy. (B)(4).